Event description:
A technician reported that at one month post bilateral lasik, the patient had photophobia and a hyperopic refraction in the left eye. They have increased the steroid drop use. Another report is filed for the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).